Event description:
It was reported that the user experienced repeated episodes of hyperglycemia after meals while using an ilet system following a recent replacement, including a documented blood glucose of 307 mg/dl and a bent cannula on a teflon 23" infusion set; the user paused the ilet for two hours and administered a manual injection, and was also using daily basal insulin per healthcare provider guidance. Symptoms included hyperglycemia with visual discomfort and concern about ocular bleeding associated with elevated glucose. Outcomes included prolonged time to correction after meals and user-initiated interruption of pump therapy with multiple daily injection use to reduce glucose. Investigation included case review, troubleshooting, and user education on algorithm adaptation and factors affecting postprandial glucose. Investigation of this case revealed that the cause of hyperglycemia remained unclear, with potential contributory factors including infusion set integrity issues such as a bent cannula and the learning phase of a replacement ilet. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.